Event description:
The service report shows the device failed the internal leak test. The nellcor puritan-bennett customer support engineer (npcb cse) verified the leak. The npb cse inspected the device and replaced the cup seal. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device cause or contributed to the event alleged in this report.